Manufacturer narrative:
One fast-fix 360 curved ndl delivery sys device was returned for evaluation of the reported complaint mode, ¿t2 did not deploy after t1 was implanted". The reported complaint could not be confirmed since no implants or sutures were received. The inserter device actuates as intended although movements of the deployment slider were ¿sticky¿ and a click was not heard at the t1 deployment position. A review of the device history records was performed which confirmed no inconsistencies. The instruction for use states: ¿if the deployment slider does not return to its most proximal position after t1 deployment, t2 will not deploy. The user may manually return the slider to its proximal position if necessary.¿ (B)(4).

Event description:
During an anterior cruciate ligament (acl) reconstruction with meniscal repair utilizing a fast-fix 360 curved ndl delivery sys, it was reported that t2 did not deploy. After the surgeon deployed the first implant (t1) he was unable to deploy the second implant t2) leaving the first implant in the patient unsupported. A back-up device was used to complete the procedure. There were no reports of patient injuries or complications.